Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that 2 weeks after the implant the pump scar there had a thick crust and redness around the inner half. The presence of a seroma was noted. They put bactoban cream on the scar. On (B)(6) 2025 the scar was still red with no fluid. A smear was taken for examination and the patient was given antibiotic. The smear showed staphylococcus aureus. The issue was reported as resolved without sequelae.